Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The log files were reviewed and the reported steam pop issue could not be observed through data analysis. One image file was returned and was an image of radiofrequency (rf) lesion #18. It was noted that there were temperature artifacts with drop in current levels. It cannot be confirmed if the steam pop had occurred, but it could be plausible. In conclusion, the reported issue (steam pop) can be plausible through data analysis. The catheter was not returned for data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure with radiofrequency on the anterior aspect of the left superior pulmonary v ein, a steam pop was felt and heard. The procedure was completed. No patient complications have been reported as a result of this event.